Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two loading units had issue during laparoscopic sleeve gastrectomy. The first few staples popped out, but the devices wouldn't continue firing. Another device was used to complete the case. There was no patient injury.